Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure to treat her vaginal prolapse. Post-operatively, the patient underwent a cystoscopy, and presented with blood in her urine. The physician discovered a perforation in the bladder wall, which he opined had caused the blood in the patient's urine. The physician subsequently closed the perforation using a suture, and removed one of the legs of the uphold device, leaving the rest of the device in place. The patient was stable at the conclusion of the procedure. Reportedly, the patient's current condition is fine, and she no longer presents with blood in her urine.

Manufacturer narrative:
(B)(4)